Event description:
It was reported that a tandem mobi cartridge alarm occurred during both the pumping and load process. The customer's blood glucose level exceeded 500 mg/dl, as the specific value was displayed as "high." To address the issue, the customer administered a correction bolus using the pump and multiple daily injections, without needing third-party assistance. Technical support confirmed the cartridge alarm and arranged to send a replacement pump with updated software. Reportedly, customer reverted to manual injections for insulin therapy.